Manufacturer narrative:
Date of event: unknown. Additional device info: this report is for 1 unknown 6.5x140 screw long thread screw/unknown lot. Implant date: (B)(6), 2014 is an approximation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery for non-union and malunion, four schanz screw were broken in the threaded portion of the screw, and one unknown screw was found to be loose. All broken fragments were removed. Procedure was completed successfully with no reported delay. This report is for one unknown 6.5x140 screw long thread screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: part number was reported as 294.796sha the product investigation revealed the part number is 294.796sha. The visual inspection of the returned device performed as part of the product investigation reported the 294.54sha hydroxyapatite coated schanz screw was received with 30.5mm of the threaded tip missing and 68mm of the oal missing. The (2)294.54sha & (2)294.796sha ha coated schanz screws are intended for use with an external fixation system for fracture fixation (open or closed); pseudoarthrosis or non-union of long bones; limb lengthening; by epiphyseal or metaphyseal distraction; correction of bony or soft tissue deformity; correction of segmental bony or soft tissue defects; and joint arthrodesis. Three of the 4 returned screws are broken off with a considerable length of the threaded tip missing. Only 1 screw was received intact (294.796sha). The evident breakage is likely to have occurred as a result of non-compliance or excessive weight bearing as evidenced by the rotational marks left by the proximal clamps used to join the respective devices. The 3 broken screws appear to all have broken as the result of torsional and counterclockwise forces applied causing sheering from the fixed distal tip. As all post fixation compliance details were not disclosed, construct optimization and weight bearing compliance have likely led to this complaint and comorbidities were likely a factor as well. (B)(4) were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that method of use/patient compliance/comorbidities have led to this confirmed complaint and does not appear to be the result of a device design deficiency the initial report for this part indicated 1 unknown screw, the product was returned and the part number was reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient experience pain, irritation and discomfort. This report is for one of the broken screws reported in the product investigation as part number 294.796sha. This is report 3 of 4 for (B)(4).